Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resetting) was confirmed. Upon investigation the battery charger was unable to charge a battery pack and resetting. The cause was contamination on the battery board the y1 crystal oscillator was open and u13 cmos flash microcontroller was shorted. The cause of the inability to charge the battery packs is the contamination, open oscillator and shorted microcontroller. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger. ************************************************************************************************************************************************************** device evaluation of the battery pack has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery and the pca and cells were contaminated. The root cause of the loose busbar cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the battery malfunction. Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor did not pass incoming functional testing. The cause for the failure was isolated to a defective u500 component on the computer/analog (ca) board. The root cause for the defective u500 component could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a battery charger was resetting. ****************************************************************************************** a us distributor reported that a battery would not power on a monitor and that a monitor would not power up.

Event description:
A us distributor reported that a battery would not power on a monitor and that a monitor would not power up.

Manufacturer narrative:
Device evaluation of the battery pack has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery and the pca and cells were contaminated. The root cause of the loose bus bar cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the battery malfunction. Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor did not pass incoming functional testing. The cause for the failure was isolated to a defective u500 component on the computer/analog (ca) board. The root cause for the defective u500 component could not be positively identified. There were no adverse events associated with the monitor malfunction.